Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with endophthalmitis. Iol implantation was performed approximately three months ago. The healthcare facility reports that endophthalmitis has been unresponsive to medication. The patient underwent a vitrectomy and later on an unknown date had the iol explanted. "Endophthalmitis and panophthalmitis" are listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone spheric rao100c 024235074 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 024235074. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden prior to release for sale. Rayner's endotoxin acceptable tolerances are derived from bs en iso11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. Endotoxin and bioburden results were within respective limits. A rayner microbiological cause for the onset of post-operative endophthalmitis is therefore extremely unlikely.

Event description:
On 14th december 2024, rayner received notification from a healthcare facility in india of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the patient presented with endophthalmitis.